Event description:
Information received from the article: rahme et al. Predicting parent vessel patency and treatment durability: a proposed grading scheme for the immediate angiographic results following onyx hd-500 embolization of intracranial aneurysms. J neurointervent surg 2014;6:754-760. Medtronic (covidien) received information regarding manufactured products and adverse events related to them. Twenty-one patients (mean age 56, 16 women) were treated with onyx between (B)(6) 2008 and (B)(6) 2010. The data was retrospectively reviewed. (One) patient had a small left hemispheric watershed infarct due to severe delayed ica (internal carotid artery) stenosis. (Three) patients had clinically silent angiographic complications. These three patients had a delayed parent artery occlusion, a mild parent artery stenosis, or onyx migration into the distal mca (middle cerebral arteries) branches. Three patients had delayed parent vessel occlusion 6 months post procedure. Two of these patients were asymptomatic and it was discovered on follow-up imaging, while the third patient had significant regrowth and was retreated with onyx resulting in subtotal obliteration with a small residual neck. The third patient was angiographically stable after 24 months from the procedure. Four patients had aneurysm recurrence in which 2 had retreatment (one of the patients was mentioned above) and the other presented with major recurrence of left vertebrobasilar junction aneurysm resulting in brainstem compression. The patient was successfully retreated with onyx. The article was an attempt to devise and implement a simple grading scale based on the size and location of the aneurysm and see if correlate with the long term outcome. It was concluded that the simple grading system may help predict long term angiographic results.

Manufacturer narrative:
The reported was created to capture the complications reported from the article: rahme et al. Predicting parent vessel patency and treatment durability: a proposed grading scheme for the immediate angiographic results following onyx hd-500 embolization of intracranial aneurysms. J neurointervent surg 2014;6:754-760. The lot history record reviews were not possible as the lot numbers were not reported. The devices will not be returned as they were consumed in the event. Aneurysm recurrence. (B)(4).